Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon patella was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: I can confirm the patient had a cemented triathlon implant with a cr femoral component, a cemented patella component and a cemented tibial component with a long stem extension since I was able to review the x-rays. I can also confirm that the patient underwent a revision with a triathlon ts implant with augments and a tibial cone since I was able to review x-rays with that implant construct in place. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of loosening of all three components of a total knee arthroplasty at three years are multifactorial. The causes include surgical technique especially in the positioning of the components, restoration of kinematics the knee and cement technique. Other causes such as infection could be considered, although there was no mention of infection in this particular case. Other contributing factors include patient factors such as lifestyle, activity level, and bmi. I would not assign any causality to the implant itself. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is experiencing pain due to loosening. A review of the provided medical records by a clinical consultant indicated: I can confirm the patient had a cemented triathlon implant with a cr femoral component, a cemented patella component and a cemented tibial component with a long stem extension since I was able to review the x-rays. I can also confirm that the patient underwent a revision with a triathlon ts implant with augments and a tibial cone since I was able to review x-rays with that implant construct in place. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of loosening of all three components of a total knee arthroplasty at three years are multifactorial. The causes include surgical technique especially in the positioning of the components, restoration of kinematics the knee and cement technique. Other causes such as infection could be considered, although there was no mention of infection in this particular case. Other contributing factors include patient factors such as lifestyle, activity level, and bmi. I would not assign any causality to the implant itself. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A triathlon ts knee with stems and augments was implanted on (B)(6) 2020. As of 22/october/2021, the following were noted: "patient fell in (B)(6) (2021) and subsequently injured her knee and will need her patellar revised in the future." In (B)(6) 2021, patellar loosening was cited. On (B)(6) 2021, loosening of the tibia was also noted. As of (B)(6) 2021, the patient has not been revised due to patient factors.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A triathlon ts knee with stems and augments was implanted on (B)(6) 2020. As of (B)(6) 2021, the following were noted: "patient fell in (B)(6) (2021) and subsequently injured her knee and will need her patellar revised in the future." In (B)(6) 2021, patellar loosening was cited. On (B)(6) 2021, loosening of the tibia was also noted. As of (B)(6) 2021, the patient has not been revised due to patient factors.